Event description:
It was reported that the brake would not engage due to a missing brake tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.